Event description:
Medivators field service engineer observed that an operator using a medivators advantage plus automated endoscope reprocessor (aer) was selecting the "pass" button at the end of the disinfection cycle without testing the minimum recommended concentration (mrc). The IFU states that users should test mrc via test strip at the end of the cycle. There is potential the endoscope was not properly disinfected, therefore potential cross-contamination.

Manufacturer narrative:
Medivators field service engineer observed that an operator using a medivators advantage plus automated endoscope reprocessor (aer) was selecting the "pass" button at the end of the disinfection cycle without testing the minimum recommended concentration (mrc). The IFU states that users should test mrc via test strip at the end of the cycle. There is potential the endoscope was not properly disinfected, therefore potential cross-contamination. It was reported that the aer was performing according to specifications. To date, there are no reports of patient injury or illness. This complaint will continue to be maintained within medivators' complaint system.

Manufacturer narrative:
Medivators field service engineer observed that an operator using a medivators advantage plus automated endoscope reprocessor (aer) was selecting the "pass" button at the end of the disinfection cycle without testing the minimum recommended concentration (mrc). The IFU states that users should test mrc via test strip at the end of the cycle. There is potential the endoscope was not properly disinfected, therefore potential cross-contamination. It was reported that the aer was performing according to specifications. To date, there are no reports of patient injury or illness. This complaint will continue to be maintained within medivators' complaint system.

Event description:
Medivators field service engineer observed that an operator using a medivators advantage plus automated endoscope reprocessor (aer) was selecting the "pass" button at the end of the disinfection cycle without testing the minimum recommended concentration (mrc). The IFU states that users should test mrc via test strip at the end of the cycle. There is potential the endoscope was not properly disinfected, therefore potential cross-contamination.